Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse and anterior and atypical, overactive bladder and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, vaginal extraperitoneal colpopexy, anterior colporrhaphy, rectocele repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia vaginal scarring and unable to have sex since this procedure which contributed to eventual failure of marriage, still inhibited to this day. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.